Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed a loss of capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead since the helix would not retract during the procedure. The patient condition was stable.